Event description:
The third-party service received information alleging a ventilator's blower calibration does not start. There was no harm or injury reported. The third-party service investigation is ongoing. A follow-up report will be submitted when the third-party service investigation is complete.